Event description:
The breast implant opened and is leaking silicone gel into my body. Had been having pain and felt 'squishiness' in my left breast. Since having the implants I am constantly sick. Sore throats, colds, fatigue. At least once a month. My implant has opened and is leaking small balls of silicone into my body. I finally had an ultrasound done and I can only feel 1, but the tch and dr said there are many.